Manufacturer narrative:
Further investigation of the customer's issue included a review of historical complaints, inspection of the instrument, and review of labeling. Historical complaint reviews did not identify an adverse trend. Abbott field service replaced the ups (uninterruptible power source) to resolve the issue. Labeling was found to be adequate: the architect system operations manual provides adequate instructions regarding electrical specifications and requirements, electrical hazards, emergency shutdown procedures, and elements of electrical safety for the architect systems. The architect system does not pose uncommon electrical hazards to operators if it is installed and operated without alteration, and is connected to a power source that meets required specifications. Based on the results of this evaluation, the information identified a malfunction but does not indicate a product deficiency.

Event description:
The customer reported the architect i2000sr analyzer ln 03m74-01 sn (B)(4) has made a loud bang and flash, it has a burning smell and has stopped working. The customer turned of all power to machine. Abbott customer service (acs) inspected the instrument on site. The analyzers were inspected along with the main components and no evidence of burning or smoke damage was seen. Acs attempted to power up ups (list 01da5-66) with no response. The ups was placed in bypass mode and powered on architect c8000 analyzer. The analyzer came to stopped, ready and running with no errors. Acs performed startup, set to ready and ran with no errors. Acs ran quality control samples and observed instrument generated results. On (B)(4) 2013 abbott customer service returned to the customer site and replaced defective ups, rebooted scc and analyzers and verified operation to labeling. The cause of the ups failure is unknown. There are no external signs of smoke damage or burning. No injuries occurred due to this issue.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).